Manufacturer narrative:
One catheter without any attached components was returned for evaluation. The balloon was found to be torn longitudinally. Clear material was stuck to the surface of the balloon and windings. The ruptured edges of latex appeared to match up and there was no latex missing from the balloon. No visible damage to the catheter body or windings was observed. The clear material was sent for chemistry testing. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon inflation issue was confirmed during the evaluation. Chemistry testing is in-progress to identify the material. A supplemental report will be sent with the chemistry investigation results.

Event description:
It was reported that the balloon was unable to inflate during thrombectomy. The balloon was pressurized several times with the inflation syringe then the balloon burst. The customer commented that the lesion was not hard and that no missing balloon remained in the patient body. The balloon inflated normally during testing before use. There were no patient complications reported.

Manufacturer narrative:
Chemistry testing found the clear material removed from the balloon of the embolectomy catheter showed similar absorption characteristics when compared to adhesive (cyanoacrylate) like material. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.